Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that in the trajectory 1 view, the blue cad model was flickering in and out for one of the instruments. The trajectory 2 view was fine. The manufacturer representative was notified by the site the next day, and another procedure was performed with the system with no issues. The surgeon still continued to navigate, as the instrument continued to navigate, as indicated by the green dot in the middle of the screen. The manufacturing representative was unsure if projections showed properly in the t1 view. There was no impact to patient outcome and no delay to the procedure.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735740, version: 1.2.0. If information is provided in the future, a supplemental report will be issued.